Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the intermittent catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the gripper sleeves on the magic3 samples were at the bottom of the catheter inside of the package, instead of at the top.